Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device gave a false positive detection.

Manufacturer narrative:
Date of initial report: 4-27-2017, date of follow-up report: 7-19-2017. The device was returned for evaluation. The investigation could not confirm the customers report that the device gave a false positive detection. The investigation found that the unit gave a "reboot console" error. Rebooting the console resulted in a normal power up with no error. The investigation could not determine the root cause of the reboot error. A functional test was performed with passing results. All internal connections were secure. The investigation could not determine the root cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device gave a false positive detection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.